Event description:
The reporter contacted animas on (B)(6) 2014 indicating blood glucose levels up to 501 mg/dl with symptoms of extreme thirst and increased heart rate. The reporter indicated that the cartridge was changed the day before but there were no reported issues. The patient called back to animas later in the day. The reporter indicated that blood glucose levels were not checked during the day and no boluses were given. The reporter indicated no having eaten all day and had only drank water and diet soda during the day. The reporter also indicated that the pump emitted an auto-off alarm during the day; the review of the pump indicated that the patient was not receiving insulin for one hour related to the alarm. Troubleshooting of the event indicated that there was no indication of a pump malfunction. The reporter was advised to discuss clinical recommendations with a health care provider for managing elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by not responding to the auto-off alarm for one hour.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.